Event description:
Clinical trial patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Clinical trial patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).